Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away under hospice care. No additional information was provided.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate (hm) ii lvas, serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The patient expired on(B)(6) 2021. The heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) is not available for evaluation. Multiple attempts were sent to the account regarding patient outcome and the return of the device; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.